Event description:
Pt called lfs in 5/2003 alleging the ot ultra meter would only prompt the error 2 message. Medical affairs spoke to the pt's family member and they provided the following info: they stated pt was unable to get a blood glucose reading for 2 days due to the error message. On the day of the incident (5/2003) pt did not take the morning dose of insulin because pt could not get a reading. The insulin is based on a sliding scale. Pt reported no symptoms during the day. In the evening at approx 7:00 p.m. Pt began to feel ill. Pt called the physician and the physician advised pt to take insulin (amount unknown to familt member). Pt collapsed about 45 minutes later. The paramedics were called and they tested the blood sugar. The result was 415 mg/dl. Pt was treated with IV fluids and taken to the ER. Pt was diagnosed with heat stroke and high blood sugar. Pt was released from the hosp at 1:30 a.m. The following morning. The issue with the meter was not resolved. The meter is being replaced for the pt.